Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with the helix extended and tissue on the helix. Helix extension and retraction could not be tested due to dried tissue/body fluid in the sleevehead prevents the helix from extending and retracting. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead was placed and was functioning within normal limits when it was dislodged by an electrophysiology catheter. Four attempts were made to reposition the lead; however, the lead helix would not hold. The lead was removed from the patient's body and a large piece of tissue was stuck inside the lead. Only part of the tissue was able to be removed so the lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.